Manufacturer narrative:
Three samples of the taperguard endotracheal tube were received for evaluation and the customer reported complaint could not be confirmed. A visual inspection was performed on sample one and it was observed the endotracheal tube presented small ink stains that did not affect the tube labeling, on sample two the tube presented small ink stains that did not affect the tube labeling, and on sample three, no ink stains nor foreign material was observed inside the pouch. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect contamination and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, foreign material was found inside the package before even opening the package. There was no patient involvement.